Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for assembly difficulty of sheath and locator since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they were unable to insert the angio-seal device locator. The angio-seal device was attempted to be used for hemostasis after a percutaneous coronary intervention (pci). As the locator was hardly inserted into the sheath, the device was not used, and manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. When the angio-seal device was checked, there was a kink-like mark on the locator. There was no health damage to the patient. There was no patient injury, medical/surgical intervention required. The procedure before deploying the device was pci. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7fr. The puncture site and vessel diameter were unknown. There were no other devices or equipment used with the reported product.